Event description:
Customer called to report that the cartridge chemistry sample probe of the synchron lx clinical system, model lx20 pro, was leaking. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) assisted customer with troubleshooting the issue by advising customer to ensure that the wash collar was secure. Customer confirmed that it was secure, and the cts generated an on site service request.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument and tested system performance. The leak could not be identified or reproduced. The fse could not determine or confirm the device failure reported by customer. The fse removed and replaced the wash collar and the cartridge chemistry sample syringe t-valve as a preventive measure due to the age and condition of the parts. The fse verified proper instrument performance, and customer has not called back to report any further issues relating to this event. (B)(4).